Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging inaccurate high results on the subject meter when compared to another meter (onetouch ultra2). No results were specified by the reporter. This complaint is being reported because the results may not meet lfs' accuracy criteria. There was no indication that the product caused or contributed to an adverse event.